Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and ketones from the insulin pump. The customer's blood glucose reading was 489 mg/dl. The customer treated the high readings with syringe and insulin. The customer stated that insulin does down with syringe and not with a bolus. The customer had symptoms such as nausea and headache. The customer was not admitted to the hospital for high blood glucose readings. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer was advised to fill the cannula to 0.3 units. The customer was advised that the pump is working as designed and to monitor the blood glucose readings.